Manufacturer narrative:
(B)(4). Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
A third-party service agent contacted physio-control to report that the customer's device powered off unexpectedly three times while the customer was monitoring a patient. There were no reported adverse effects to the patient as a result of the reported issue.

Manufacturer narrative:
Section d4 of the initial medwatch report indicates: device identifier (di) number blank. Section d4 of the initial medwatch report should indicate: device identifier (di) number: (B)(4).

Event description:
A third-party service agent contacted physio-control to report that the customer's device powered off unexpectedly three times while the customer was monitoring a patient. There were no reported adverse effects to the patient as a result of the reported issue.

Manufacturer narrative:
The third-party service agent evaluated the customer's device and was unable to duplicate the reported issue. Physio downloaded the device's electronic records from the event for review and was able to verify the device powered off three times during the event. After observing proper device operation through functional and performance testing, the device was returned to the customer for use. The device was not returned to physio-control for evaluation. The cause of the reported issue could not be determined. Device not evaluated by manufacturer.

Event description:
A third-party service agent contacted physio-control to report that the customer's device powered off unexpectedly three times while the customer was monitoring a patient. There were no reported adverse effects to the patient as a result of the reported issue.